Event description:
It was stated that the customer passed away. The cause of death was unknown and it was also unknown whether or not the customer was wearing the insulin pump at the time of death. Several unsuccessful attempts were made to contact someone at the home phone and alternate phone numbers. A phone call was then made to the medical doctor's office and the nurse did not have any information about the customer's death and she did not know the whereabouts of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.